Event description:
It was reported that while deploying the first anchor the second also came out from the insertor. A backup device was used to complete the surgery.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that while deploying the first anchor the second also came out from the inserter. A backup device was used to complete the surgery. There was no significant delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remains on the delivery needle or were returned for evaluation. The actuator is in its t2 post deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and functioned as intended. Do not push the deployment slider twice or the second implant will deploy prematurely.